Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's pump screen was black and would not turn on when the wake button was pressed. The customer's blood glucose level was 130mg/dl. Reportedly, the customer confirmed that the pump turned on when plugged into a power source. During a follow-up, it was reported the pump screen was functioning as expected and no alarms had been received.